Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage noted in the fsr. The device passed the displacement and basic occlusion tests. No motor error alarms noted. The motor tested ok. The device had a cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near the display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.